Event description:
It was reported to philips that hivo transformer sparks caused inability to get x-ray on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hivo high voltage transformer and tube, calibrated the device, and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).